Event description:
It was reported that during a prostrate procedure, fiber showed decreased vaporization at 123,451 joules. The physician performed a turp to complete the case. "No injury to the pt" reported.